Manufacturer narrative:
(B)(4); batch#: unk. The lot/batch was not provided, therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused, or contributed to the event.

Event description:
It was reported by the sales rep that during a laparoscopic urological procedure, the part of outer sleeve that fixed the adjustable locking cam was broken off (the trocar sleeve was broken off). Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.